Manufacturer narrative:
The field service technician performed an inspection, but the issue could not be reproduced; however, since the field service technician confirmed that the 1104 error code was logged in the event log, the field service technician replaced the cpu pcba as a preventive measure. The field service technician then upgraded the software to version 3.20, cleaned the device, and performed running and functional tests. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips received a complaint by a hospital medical examiner (me) on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the alarm occurred. The sales representative (rep) replaced the device with another v60, and there was no reported delay in therapy or medical intervention following the ventilator swap. A hospital medical examiner (me) called technical support to report that a 1104 "backup alarm failed" alarm error occurred while the device was in use on a patient. An initial evaluation was performed, and although the reported issue could not be duplicated following an operational check, the 1104 error code was found logged in the event log. The cause was likely due to a malfunction in the central processing unit (cpu) printed circuit board assembly (pcba), so the cpu pcba needed to be replaced. A repair quote was sent to the customer for approval. Per the good faith effort (gfe) response received on december 18, 2025, according to the sales rep, there has been no response from the customer yet, but based on experience, this hospital has often requested repair even after the quote expires. The repair is still pending.

Event description:
Philips received a complaint by a hospital medical examiner (me) on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the alarm occurred. The sales representative (rep) replaced the device with another v60, and there was no reported delay in therapy or medical intervention following the ventilator swap. A hospital medical examiner (me) called technical support to report that a 1104 "backup alarm failed" alarm error occurred while the device was in use on a patient. An initial evaluation was performed, and although the reported issue could not be duplicated following an operational check, the 1104 error code was found logged in the event log. The cause was likely due to a malfunction in the central processing unit (cpu) printed circuit board assembly (pcba), so the cpu pcba needed to be replaced. A service quote was sent to the customer for approval.

Manufacturer narrative:
E: (B)(6) hospital, osaka. Reporter phone: (B)(6).